Event description:
It was reported that the drill heated up during testing conducted at the MFR's international subsidiary. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was rec'd by the u.s. MFR and the complaint was confirmed. Internal components were evaluated and the bearings within the rotor assembly were discovered to be worn. Damaged bearings can result in heat being generated, due to excessive friction between rotating components. The bearings and rotor assembly were replaced, and the drill was returned to the user facility.